Event description:
Diffuse lamellar keratitis (dlk) on 5 of 6 patients with one surgeon who treated on (B)(6) 2013. Second surgeon with 4 patients and no dlk. This patient had stage one dlk on both eyes. No loss of vision on these patients and no lift and rinse has been done. All dlk is resolved as of (B)(6) 2013.

Manufacturer narrative:
Device manufacture date - 2/28/2005. Placeholder.

Manufacturer narrative:
Evaluation - system was tested by amo's clinical development manager (cdm) and found that the default bed energy was reduced. System meets amo's specifications. New settings was used on (B)(6) 2013. No dlk was found on post op day one for 10 patients treated on (B)(6) 2013. Cdm determined that the issue was a non laser related. The cause of the dlk is unknown.